Event description:
It was report that the device could not be interrogated due to end of life (eol). The device battery voltage was 2.52v at last follow-up, two months prior. The physician thought that the depletion from 2.52v to eol was too sudden. The device was explanted.

Manufacturer narrative:
The field experience of no communication was verified in the laboratory. The device could not communicate with the programmer because the battery was depleted. With a replacement battery, the device tested normal, both on the bench and on the automated test equipment. The battery was sent back to the vendor for further evaluation. It was reported that an internal short was present in the battery that potentially caused accelerated battery depletion.